Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined follow up from tandem technical support. No additional information was provided. Customer¿s blood glucose (bg) level was 148 mg/dl.